Event description:
It was reported that during an emergency repair of a ruptured internal iliac, the physician deployed two stents grafts to help stop the bleeding. The second one broke at the handle which came undone from the port, allowing it to slide up and down on the pusher wire. He was using a 0.035 wire and a 9fr sheath. It was reported that there was approx 15 cms to the intended site and the tracking path was not tortuous or calcified. The physician was able to complete the procedure, in spite of the broken handle. There was no injury to the pt reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample was returned for eval, but the eval has not yet been completed. With the info received to date, the results are inconclusive and the root cause is unk. This applications represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.